Event description:
The customer contact reported during testing at the user facility, it was noted on the power supply and the peripheral interface board were fried. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
At this time the customer will not be returning the device for evaluation. If the device is received, a follow-up report will be submitted. The customer's complaint confirmed with a customer provided photo of the damaged peripheral interface printed circuit board. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.